Manufacturer narrative:
This complaint was noted on a post market surveillance / post market clinical follow up form from the EU. According to the distributor who reached out to the physician -"the doctor did not classify this as important and only submitted this incident as feedback and did not create a complaint." The device was not returned, so the complaint could not be confirmed. According to the report, the balloon burst on the third use of the device within the same patient. A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A review was also performed on the balloon tubing used to manufacture these balloons. No other complaints were associated with the tubing used to manufacture the balloons. A comparative catheter was pulled and tested for rated volume. The comparative catheter was the same catalog number but a different lot number as the complaint catheter. The balloons were immersed in a body temperature bath and incrementally inflated until they burst. The balloon did not burst until 2.6cc, which is well above the labeled rated volume of 2.0cc. It is unknown as to what caused the balloon to burst since the device was not returned for review and additional information was not received.

Event description:
First successful withdrawal with 1ml balloon filling of the z-6 balloon, then 1.5ml, with 2ml filling rupture of the z-6 balloon. Final withdrawal with 2.3ml filled z-5 balloon.